Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. The insulin pump was unable to verify for motor error alarm, low battery, off no power and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant failed battery test alarm. No blank display or display anomaly noted. The motor was tested outside the insulin pump and passed motor test. The insulin pump was received with minor scratched display window, cracked display widow corners, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.

Event description:
It was reported that the insulin pump alarmed off/no power. Customer reported that the insulin pump has a blank screen display. Customer's blood glucose levels were not included in the report. Nothing further reported.